Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced sensor errors during the same event to, which have been documented in (B)(4). The patient denied having experienced any symptoms during the event. The sensor error occurred after and was reoccurring with the cgm readings returning at times but being inaccurate. At an unknown point during the event the patient was treated by her granddaughter once with 3 units of insulin when the cgm reading was 238 mg/dl and later again with 1.1 units of insulin when the cgm reading was 217 mg/dl. There was no information that fingersticks were taken at those times. The patient initially noted an inaccurate reading of a cgm reading of 344 mg/dl and a blood glucose reading of 411 mg/dl. As the cgm reading was inaccurate and showing sensor error at times, an ambulance was called. When the paramedics a fingerstick was taken and the blood glucose reading was 507 mg/dl. No treatment was given at that time and the patient was brought to the hospital. At the hospital the patient received intravenous treatment with insulin and medication for her blood pressure, a clonidine patch, lipitor, cefepime, and betedor. The patient recovered and was discharged on the same day around 5:28am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.